Manufacturer narrative:
Block b3: approximated based on the date the study commenced. Block e1 (initial reporter facility name): (B)(6). Block d4, h4: the literature article did not provide the suspect device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: sakamoto, y.; takeda, y.; yamashita, t.; seki, y.; kawahara, s.; hirai, t.; suto, n.; shimosaka, t.; hamamoto, w.; koda, h.; et al. Comparative study of endoscopic treatment for intrahepatic and common bile duct stones using peroral cholangioscopy. J. Clin. Med. 2024, 13, 5422. Https://doi.org/ 10.3390/jcm13185422. Block h6: imdrf patient code e1109 captures the reportable event of cholangitis. Block h 11: the product was not returned for evaluation; therefore, analysis could be conducted. No media was available within the paper to further assess the described events or that may suggest a device malperformance. As a result, the reported code of device - no known device problem is confirmed. Based on the available information, the most likely cause of the issue cannot be determined because of the lack of evidence. Since the product was not provided for analysis, it was not possible to assess the device for potential defects. Without a proper examination, the factors that may have contributed to the event remain unknown. A review of the manufacturing documentation for this device was unable to be performed as the lot and batch number are unknown. A product labeling review identified that the device was used per the directions for use (dfu). Additionally, it was confirmed that the adverse event of cholangitis is anticipated in the instructions for use (IFU). Also, there is no evidence the device was improperly used per the IFU, and there is no evidence that there is any problem with translation, wording, or graphics of the IFU or labeling information. A risk review was completed and confirmed that the event of cholangitis was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the event description and information provided by the author, there is not enough evidence to suggest a spyscope ds ii malperformance leading to the as reported event of cholangitis. The reported cholangitis symptom is known and documented in the labelling of the product. Without additional information or the return of the device involved, no relevant conclusions can be established regarding the potential contribution of the spyscope ds ii to the reported event. The reported patient impact includes the need for an unspecified conservative treatment. All compiled information on this investigation determines that the most probable cause is known inherent risk of device.

Event description:
Boston scientific corporation became aware of an event involving the spyscope ds ii access and delivery catheter through the article titled comparative study of endoscopic treatment for intrahepatic and common bile duct stones using peroral cholangioscopy. This study aimed to investigate the efficacy and safety of endoscopic treatment with peroral cholangioscopy for intrahepatic and common bile duct stones. According to the article, patients aged 20 years old and over, who underwent endoscopic treatment with peroral cholangioscopy for intrahepatic or common bile duct stones at tottori university hospital from (B)(6) 2016 to (B)(6) 2022, were retrospectively evaluated to determine the efficacy and safety of the treatment. Overall, 70 patients were included in this study: 22 in the intrahepatic stone group and 48 in the common bile duct stone group using the spyscope ds ii. Endoscopic treatment with peroral cholangioscopy for intrahepatic stones may be associated with a higher incidence of cholangitis than that for common bile duct stones. Since saline irrigation may contribute to the development of cholangitis, it is important to be aware of intraductal bile duct pressure when performing peroral cholangioscopy. Following the procedures with the spyscope ds ii, events of cholangitis were reported. No additional details regarding the severity or outcome of these conditions were reported in the article. There were no reported device malfunctions or performance problems associated with the spyscope ds ii in this study.